Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during the initial drain. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. It was found that the patient had disconnected after the alarm and did not use proper disconnect procedures. The technical service representative (tsr) informed the caregiver (cg) that air was ingested into the system and they would need to end therapy and start over with all new supplies. The tsr assisted the cg to end therapy and remove the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.